Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted on an unknown date within the bile duct to treat a malignant stricture. Reportedly, the lesion was not tortuous but the bile duct was narrow.according to the complainant, after an unknown time following the stent placement, ingrowth and obstruction was confirmed. One week later, on (B)(6), 2012, a wallflex biliary rx partially covered stent was implanted to address the occlusion.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be well.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old the date the stent was implanted is unknown. The date the ingrowth was confirmed is also unknown, however, the new stent was placed a week after it was confirmed on (B)(6), 2012. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4): the complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.